Manufacturer narrative:
The event date is (B)(6) 2021 when the ccd failure was noted. Further inspection of the unit noted a leak due to a puncture in the cable insulation. The cause of the unit¿s physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have no image due to a damaged charge-coupled device (ccd) during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. As a result of the legal manufacturer's investigation, the phenomenon likely occurred due to user handling. It is likely that the ccd unit failed and the image was not displayed due to impact such as the user dropped the device. The following verbiage is identified within the instruction manual, which may have prevented the phenomenon: "do not strike the camera head. The camera head may be damaged". Olympus will continue to monitor field performance of this device.